Event description:
It was reported the catheter was placed for a labor/delivery pt. The following day, while the pt was in a sitting position, they went to remove the catheter and some resistance was met. It separated and a small piece was retained in the pt. An x-ray was performed, however, the piece was not visible. At which time a general surgeon performed an exploratory procedure thinking the piece was just below the skin's surface. Nothing was found so a CT scan was performed and showed the piece. They have decided to leave the piece in the pt for now. There were no pt complications reported. A follow-up report will be filed if more info becomes available.